Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to a pinched white pulse wire at the connector. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.